Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom "air detector" was reproduced by eval in the form of a "constant upstream occlusion" alarm while running a loaded set. The device was found out of spec with respect to the reported false upstream occlusion alarms. The false message were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed symptom of "air detector." It was also reported there was no pt involvement.